Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) partial lead was returned in segments and analysis found that the distal conductor was fractured. It was also noted that the distal conducator was distorted and had blood/body fluid (not obstructed).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during routine follow up high left ventricular (lv) lead impedance and noise on the electrogram (egm) were noted. Therefore lv lead replacement was scheduled. Upon opening the pocket and disconnecting the lead, the physician realized that this was a case where the stylet had been left inside the lv lead for better stability. But apparently this had caused damage to the lv lead. During lv lead replacement the physician was unable to fully pull the lead out, with a portion of the lv lead stuck around the coronary sinus (cs.) A new access location was created and a new lv lead inserted. No patient complications have been reported as a result of this event.